Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx422t) was implanted. According to the complainant, the valve caused an underdrainage and was not adjustable. The patient underwent a revision procedure.